Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2009 (implant date) as no event date was reported. This complaint was reported by the patient's lawyer. The device was implanted at (B)(6) by dr. (B)(6) and dr. (B)(6).

Event description:
As reported by the patient's attorney, a lynx suprapubic mid-urethral sling was implanted on (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.